Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 562mg/dl, associated with an alleged battery life issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump had battery life issues with the correct battery type and low battery alarms in the pump history. The pump emitted battery life alarms with a new battery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a battery life issue.

Manufacturer narrative:
The initial report was sent in error. There was no allegation by the patient of the pump causing a blood glucose excursion, or a battery life issue. Please disregard the initial report.